Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory indicated a power on reset occurred. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the device experienced a power-on-reset (por) after delivering therapy shocks to the patient. The therapy shocks were appropriate to defibrillate the patient out of ventricular tachycardia and afterwards the device interrogated device electrical reset has occurred. The device was reprogrammed and then removed. A new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.